Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate therapy due to occurrences of sustained ventricular tachycardia which should not have triggered shocks. The device remains in use and no further patient complications have been reported as a result of this event.